Event description:
Int'l affiliate reported that the spike of the transfer set was broken during removal from the set using a clean flash device. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 14 2007. The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.